Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: insulation melting, excessive cauterization, power set too high, manufacturing/assembly error, user misuse or overuse, re-use of disposable device. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that "while lap hook cautery in use on lap chole, excessive smoke and a burning smell were noted by both the surgeon and scrub tech. Equipment use was immediately discontinued".

Event description:
It was reported that "while lap hook cautery in use on lap chole, excessive smoke and a burning smell were noted by both the surgeon and scrub tech. Equipment use was immediately discontinued".

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.